Event description:
It was reported that the insulin pump had intermittent button response. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to flattened up button dome switch. No cosmetic damage noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.